Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt plastic distal end cover, no image and a damaged charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the plastic distal end cover burnt because of a possible high-energy treatment tool (high frequency, etc.) That was used without ensuring a sufficient distance from the tip. The image was not displayed likely due to damage on plug unit. However, a definitive root cause could not be established, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.